Event description:
Hcp reported the device system was explanted and returned to the manufacturer for analysis due to an infection. The patient was treated with antibiotics, hospitalization, and surgery to remove the system. A follow up report will be sent when additional information is received.